Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Pump passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. Device received with stripped battery cap coin slot. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons pressing them harder and insulin squirts from cannula during priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had scratches on screen and battery cap hard to take off. The insulin pump will not be returned for analysis.